Manufacturer narrative:
The force bipolar was found to have a broken grip that was completely detached from its base. The broken piece was not returned with the instrument. Components adjacent to this broken grip did not show damage.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during da vinci-assisted malignant hysterectomy procedure, there was a sound of collision inside the abdomen. After checking the robotic arm, a part of the jaw of a force bipolar instrument had come loose and fallen out. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no noted damage. Suturing was being performed when the device fragment fell inside the patient. Per the surgeon, a collision between the force bipolar instrument and a fenestrated bipolar forceps instrument caused the fragment to break off and fall inside the patient. The instrument was in use for less than an hour prior to the issue. The wrist was straightened upon final removal. The surgical staff did not feel any resistance upon removal of the instrument through the cannula and there was no damage to the cannula after the event occurred. All the fragments were retrieved in same procedure and was confirmed visually, and no other surgical procedures were required. The procedure was completed robotically with no patient harm. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint; however, failure analysis has not completed their investigation.